Event description:
Boston scientific crm received information that this patient felt dizzy, light-headed, and weak due to a dislodged atrial lead. In a revision procedure, the lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.